Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic (seriousness criterion medically significant), dyspareunia ("unable to have sexual intercourse for 10 years"), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis") with vaginal infection, cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry") and neurodermatitis ("vulvar lichen") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, endometriosis, cystitis haemorrhagic, allergy to metals, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain, peripheral swelling, cyst, dry skin and neurodermatitis outcome was unknown and the dyspareunia and vaginal infection had not resolved. The reporter considered adenomyosis, allergy to metals, cervicitis, cyst, cystitis haemorrhagic, dry skin, dyspareunia, endometriosis, haematuria, medical device site pain, neurodermatitis, pelvic pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she stated that still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what is. She had 2 vulvar biopsies. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2019: event "vulvar lichen" added. On 12-dec-2019: no new information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic (seriousness criterion medically significant), dyspareunia ("she has not been able to have sexual intercourse for 10 years"), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis") with vaginal discharge, cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry") and dry skin ("looking for an explanation and a solution for the cysts that cause my skin to dry") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, endometriosis, cystitis haemorrhagic, allergy to metals, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain, peripheral swelling, cyst and dry skin outcome was unknown and the dyspareunia and vaginal infection had not resolved. The reporter considered adenomyosis, allergy to metals, cervicitis, cyst, cystitis haemorrhagic, dry skin, dyspareunia, endometriosis, haematuria, medical device site pain, pelvic pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she stated that still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what is. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2019: after receipt of new information, it was discovered that case (B)(4) (MFR number 2951250-2019-05600) should have been considered as a follow-up from this case. Information and references from deleted duplicate case were transferred. Reporter's information was updated, lab data was added and the reporter confirmed that the treatment with essure lasted 7 years. Furthermore, the events endometriosis, hemorrhagic cystitis, dyspareunia, allergy to metals, hematuria, vaginal infection, cervicitis, adenomyosis, uterine leiomyoma, essure burns and swelling of feet were added. Vaginal discharge considered as symptom from the vaginal infection. From fu information the events cyst and dry skin were also added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), medical device site pain ("essure burns"), vaginal infection ("vaginitis / aerobic vaginitis / light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), female sexual dysfunction ("unable to have sexual intercourse for 10 years"), cystitis haemorrhagic ("haemorrhagic cystitis"), haematuria ("she has urinated blood three times"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora"), vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora") and vulval disorder ("vulvar autoimmune disease") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in september 2018. At the time of the report, the pelvic pain, endometriosis, medical device site pain, cervicitis, adenomyosis, uterine leiomyoma, cystitis haemorrhagic, haematuria, peripheral swelling, cyst and dry skin outcome was unknown and the allergy to metals, vaginal infection, female sexual dysfunction, lichen sclerosus, bacterial vaginosis, vulvovaginal inflammation and vulval disorder had not resolved. The reporter considered adenomyosis, allergy to metals, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, dry skin, endometriosis, female sexual dysfunction, haematuria, lichen sclerosus, medical device site pain, pelvic pain, peripheral swelling, uterine leiomyoma, vaginal infection, vulval disorder and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to an endometriosis caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She had sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what it is. She had 2 vulvar biopsies. She had an aerobic vaginitis for more than 2 years. Uterus and fallopian tubes were removed but the inflammation continued. As per social media post on (B)(6) 2020: a year and a half ago I had my uterus and tubes removed because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body but that they never tell you about. Now they've discovered that I have a lichen sclerosus and that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Patient stated she had the biopsy results. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), uterine perforation ('organ tearing'), pelvic pain ('chronic pelvic pain'), abdominal pain ('serious abdominal pain') and endometriosis ('endometriosis'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns/allergy"), medical device site pain ("essure burns"), vaginal infection ("vaginitis/aerobic vaginitis/light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), female sexual dysfunction ("unable to have sexual intercourse for (B)(6) years"), cystitis haemorrhagic ("haemorrhagic cystitis"), haematuria ("she has urinated blood three times"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora"), vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora"), vulval disorder ("vulvar autoimmune disease"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and back pain ("back ache"). And was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, endometriosis, medical device site pain, cervicitis, adenomyosis, uterine leiomyoma, cystitis haemorrhagic, haematuria, peripheral swelling, cyst, dry skin, mental disorder, heavy menstrual bleeding and back pain outcome was unknown. And the allergy to metals, vaginal infection, female sexual dysfunction, lichen sclerosus, bacterial vaginosis, vulvovaginal inflammation and vulval disorder had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, back pain, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, device breakage, dry skin, endometriosis, female sexual dysfunction, haematuria, heavy menstrual bleeding, lichen sclerosus, medical device site pain, mental disorder, pelvic pain, peripheral swelling, uterine leiomyoma, uterine perforation, vaginal infection, vulval disorder and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested, a compensation for every patient for damages. The consumer informed, that essure mutilated her. And that she had a hysterectomy, due to an endometriosis caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for (B)(6) years. She had sequelae. She also confirmed, that has lost the fallopian tubes and uterus, because of the device and that still has side effects. Furthermore, she still has to keep seeing different physicians, because she has a strange reaction on her vulva and they did not know what it is. She had (B)(6) vulvar biopsies. She had an aerobic vaginitis for more than (B)(6) years. Uterus and fallopian tubes were removed, but the inflammation continued. As per social media post on (B)(6) 2020, a year and a half ago I had my uterus and tubes removed, because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body. But that they never tell you about. Now they've discovered, that I have a lichen sclerosus. And that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Patient stated, she had the biopsy results. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva: on an unknown date, hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021, new informations added, new lawyer, new adverse events: serious abdominal pain, psychological problems, heavy bleeding during periods, back ache, travelling parts of the broken product inside the body and organ tearing. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), uterine perforation ('organ tearing'), pelvic pain ('chronic pelvic pain'), abdominal pain ('serious abdominal pain') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns / allergy"), medical device site pain ("essure burns"), vaginal infection ("vaginitis / aerobic vaginitis / light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), female sexual dysfunction ("unable to have sexual intercourse for 10 years"), cystitis haemorrhagic ("haemorrhagic cystitis"), haematuria ("she has urinated blood three times"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora"), vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora"), vulval disorder ("vulvar autoimmune disease"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and back pain ("back ache") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, endometriosis, medical device site pain, cervicitis, adenomyosis, uterine leiomyoma, cystitis haemorrhagic, haematuria, peripheral swelling, cyst, dry skin, mental disorder, heavy menstrual bleeding and back pain outcome was unknown and the allergy to metals, vaginal infection, female sexual dysfunction, lichen sclerosus, bacterial vaginosis, vulvovaginal inflammation and vulval disorder had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, back pain, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, device breakage, dry skin, endometriosis, female sexual dysfunction, haematuria, heavy menstrual bleeding, lichen sclerosus, medical device site pain, mental disorder, pelvic pain, peripheral swelling, uterine leiomyoma, uterine perforation, vaginal infection, vulval disorder and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to an endometriosis caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She had sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what it is. She had 2 vulvar biopsies. She had an aerobic vaginitis for more than 2 years. Uterus and fallopian tubes were removed but the inflammation continued. As per social media post on (B)(6) 2020: a year and a half ago I had my uterus and tubes removed because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body but that they never tell you about. Now they've discovered that I have a lichen sclerosus and that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Patient stated she had the biopsy results. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic ("haemorrhagic cystitis"), dyspareunia ("unable to have sexual intercourse for 10 years"), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis / aerobic vaginitis / light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora") and vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, endometriosis, cystitis haemorrhagic, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain, peripheral swelling, cyst and dry skin outcome was unknown and the dyspareunia, allergy to metals, vaginal infection, lichen sclerosus, bacterial vaginosis and vulvovaginal inflammation had not resolved. The reporter considered adenomyosis, allergy to metals, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, dry skin, dyspareunia, endometriosis, haematuria, lichen sclerosus, medical device site pain, pelvic pain, peripheral swelling, uterine leiomyoma, vaginal infection and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She had sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she stated that still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what is. She had 2 vulvar biopsies. She had an aerobic vaginitis for more than two years. Uterus and fallopian tubes were removed but the inflammation continued. In later post in social media on (B)(6) 2020 she stated: a year and a half ago I had my uterus and tubes removed because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body but that they never tell you about. Now they've discovered that I have a lichen sclerosus and that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient post was found in social media: she had lichen sclerosus (event previously reported "vulvar lichen") that it is not recovered and new symptom was added (vulvovaginal burning). Patient comments were added. Device removal date was also added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic (seriousness criterion medically significant), dyspareunia ("unable to have sexual intercourse for 10 years"), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis / aerobic vaginitis") with vaginal infection, cervicitis ("cervicitis "), adenomyosis ("adenomyosis"), medical device site pain ("essure burns"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), neurodermatitis ("vulvar lichen"), bacterial vaginosis ("the inflammations have left some of us without vaginal flora") and vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, endometriosis, cystitis haemorrhagic, allergy to metals, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain, peripheral swelling, cyst, dry skin and neurodermatitis outcome was unknown and the dyspareunia, vaginal infection, bacterial vaginosis and vulvovaginal inflammation had not resolved. The reporter considered adenomyosis, allergy to metals, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, dry skin, dyspareunia, endometriosis, haematuria, medical device site pain, neurodermatitis, pelvic pain, peripheral swelling, uterine leiomyoma, vaginal infection and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she stated that still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what is. She had 2 vulvar biopsies. She has had an aerobic vaginitis for more than two years. Uterus and fallopian tubes were removed but the inflammation continues. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-feb-2020: the event ¿the inflammations have left some of us without vaginal flora¿ and outcome of the event ¿cervicitis / the inflammations have left some of us without vaginal flora¿ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), medical device site pain ("essure burns"), vaginal infection ("vaginitis / aerobic vaginitis / light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), female sexual dysfunction ("unable to have sexual intercourse for 10 years"), cystitis haemorrhagic ("haemorrhagic cystitis"), haematuria ("she has urinated blood three times"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora") and vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, endometriosis, medical device site pain, cervicitis, adenomyosis, uterine leiomyoma, cystitis haemorrhagic, haematuria, peripheral swelling, cyst and dry skin outcome was unknown and the allergy to metals, vaginal infection, female sexual dysfunction, lichen sclerosus, bacterial vaginosis and vulvovaginal inflammation had not resolved. The reporter considered adenomyosis, allergy to metals, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, dry skin, endometriosis, female sexual dysfunction, haematuria, lichen sclerosus, medical device site pain, pelvic pain, peripheral swelling, uterine leiomyoma, vaginal infection and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to an endometriosis caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She had sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what it is. She had 2 vulvar biopsies. She had an aerobic vaginitis for more than 2 years. Uterus and fallopian tubes were removed but the inflammation continued. As per social media post on (B)(6) 2020: a year and a half ago I had my uterus and tubes removed because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body but that they never tell you about. Now they've discovered that I have a lichen sclerosus and that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), medical device site pain ("essure burns"), vaginal infection ("vaginitis / aerobic vaginitis / light but purulent discharge"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), female sexual dysfunction ("unable to have sexual intercourse for 10 years"), cystitis haemorrhagic ("haemorrhagic cystitis"), haematuria ("she has urinated blood three times"), peripheral swelling ("swollen feet"), cyst ("looking for an explanation and a solution for the cysts that cause my skin to dry"), dry skin ("skin dry"), lichen sclerosus ("lichen sclerosus") with vulvovaginal burning sensation, bacterial vaginosis ("the inflammations have left some of us without vaginal flora"), vulvovaginal inflammation ("the inflammations have left some of us without vaginal flora") and autoimmune disorder ("vulvar autoimmune disease") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, endometriosis, medical device site pain, cervicitis, adenomyosis, uterine leiomyoma, cystitis haemorrhagic, haematuria, peripheral swelling, cyst and dry skin outcome was unknown and the allergy to metals, vaginal infection, female sexual dysfunction, lichen sclerosus, bacterial vaginosis, vulvovaginal inflammation and autoimmune disorder had not resolved. The reporter considered adenomyosis, allergy to metals, autoimmune disorder, bacterial vaginosis, cervicitis, cyst, cystitis haemorrhagic, dry skin, endometriosis, female sexual dysfunction, haematuria, lichen sclerosus, medical device site pain, pelvic pain, peripheral swelling, uterine leiomyoma, vaginal infection and vulvovaginal inflammation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. The consumer informed that essure mutilated her, and that she had a hysterectomy due to an endometriosis caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She had sequelae. She also confirmed that has lost the fallopian tubes and uterus because of the device and that still has side effects. Furthermore, she still has to keep seeing different physicians because she has a strange reaction on her vulva and they did not know what it is. She had 2 vulvar biopsies. She had an aerobic vaginitis for more than 2 years. Uterus and fallopian tubes were removed but the inflammation continued. As per social media post on (B)(6) 2020: a year and a half ago I had my uterus and tubes removed because something was burning inside me. I was allergic to essure's titanium, to the biocompatible material that might be rejected by your body but that they never tell you about. Now they've discovered that I have a lichen sclerosus and that's why I'm still burning on the outside. I've peed blood three times and it's like being torn apart from the inside. You see how the red drops fall into the toilet water and how it changes colour. Patient stated she had the biopsy results. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis, and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event vulvar autoimmune disease added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.